Manufacturer narrative:
The device and the lens were returned separated. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed. The lens was returned adhered to the outside of the device with viscoelastic. The lens is not folded. No damage observed. Viscoelastic was not provided. It is unknown if the qualified product was used. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause could not be determined for the reported "iol was folded in the injector". The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure the iol was folded inside the injector when attempted to insert into patient eye. Additional information was requested.